Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline confirmed damage to outer silicone jacket and bend relief adjacent to the clam shell repair. The distal end driveline was returned measuring approximately 11.5¿ from the metal controller connector. The driveline was returned with a clamshell repair present. Additionally, at the base of the clamshell there was a break in the silicone sleeve of the bend relief exposing the underlying bionate layer. The driveline was covered in white rescue tape from the base of the controller connector to approximately 7¿ from the controller connector. The rescue tape was removed, and the silicone jacket appeared to be damaged at the base of the clamshell and approximately 2.5¿ to 5.5¿ from the controller connector. An electrical continuity test was performed to the distal-end driveline and did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield shorts were induced during intact testing event with manipulation of the driveline. All wires were found to be electrically intact. The silicone sleeve was removed and revealed a discolored but otherwise unremarkable bionate layer. The bionate layer was removed and revealed metal braided shielding breakdown approximately from the metal controller connector. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed no areas of damage to the wire¿s insulation or conductors. The underlying wires of the driveline were submerged in a saline solution for high potential (hipot) testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of concern and the driveline passed testing without issue. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 26aug2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 outlines indications of driveline damage as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. Section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came to the ER with exposed wires on their driveline near a previous clamshell repair. Upon interrogation, the log file did not contain any unusual events. A driveline repair was performed on (B)(6) 2021 approximately 11 inches from the exit site. It was found that the controller's driveline release button was difficult to engage. The driveline was spliced and a new percutaneous lead was connected to a new controller without issue. Related manufacturer's reference number for the difficult to engage system controller: 2916596-2021-07232.